Manufacturer narrative:
Affected product was returned and manufacturer was able to confirm the reported foreign material in the product. Inspection of the material determine it is non-biological in origin. At this time, the investigation is ongoing and no further information is available. (B)(4).

Event description:
Customer detected foreign contaminant in sterile drape while prepping the patient. The date the issue was discovered is unknown and no patient incident or injury was reported.